Manufacturer narrative:
Concomitant products: logic cc femoral size 4, right (cat# 02-010-06-0340 / serial#(B)(4)). Logic post. Aug. Block size 4, 5mm (cat# 02-010-06-0541 / serial# (B)(4)). Lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial# (B)(4)). Logic stem ext 14mm x 40mm (cat# 02-012-60-1440 / serial#(B)(4)). Tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4)). Cc distal fem augment sz 4, 5mm (cat# 208-05-04 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately one year post initial right tka, the 74 y/o male patient had a poly swap. No additional information available.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately one year post initial right tka, the 74 y/o male patient had a poly swap. No additional information available after multiple attempts. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported. These devices are used for treatment not diagnosis.